Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 813577 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 38724760 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced lead migration following a fall, which was confirmed through imaging studies. Upon evaluation, the physician observed that the midline spinal incision appeared suspicious, though no external drainage was present. The patient was taken to the operating room for further assessment. During surgical exploration of the spinal incision, suspicious fluid was encountered within the midline incision cavity. Both superficial and deep cultures were obtained for analysis. Subsequently, the patient underwent a spinal cord stimulation (scs) explant procedure. Postoperatively, the patient was admitted for inpatient care and will be initiated on antibiotic therapy. Explants discarded per facility biohazard protocol.